Manufacturer narrative:
The device sample was not available for an evaluation since it was discarded by the patient.

Event description:
The homechoice patient reported a hole on the cassette during priming. It was not known where on the cassette the hole was located. The homechoice device advised the patient to discard the cassette along with the bag. The homechoice device was not connected to the patient so no patient injury was involved.